Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system did not power on due to a failed main hh drawer 4 controller and no lights on the interface board. A field service engineer identified failure through ohms testing, replaced the controller and interface boards, updated firmware in the hardware test application, and verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine did not power on. The customer stated that this malfunction occurred when the user tried to issue medication to the patient. However, the user managed to retrieve the medication from another station or pharmacy. However, there were no adverse events or injuries reported based on this event.